Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. A query of the complaint-handling database could not be performed for the reported lot as the lot number and part number are unknown. Based on the available information, a cause for the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation (mr) and tissue damage (tear in the anterior leaflet) were a result of the reported migration (partial clip movement). The reported atrial fibrillation was likely related to the patient¿s preexisting condition (atrioventricular block). The reported patient effects of mitral regurgitation, tissue damage, and atrial fibrillation are included in mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, surgical intervention, tissue damage, atrial fibrillation, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, approximately 6 months later, it was observed that one clip partially moved on the posterior leaflet and the anterior leaflet tore. The other clip remain stable on both leaflets. The mr increased to grade 2-3. The patient developed atrial fibrillation. The patient remained hospitalized and underwent aorta valve repair and mitral valve replacement surgery. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.